Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was going through batteries and would not come on. It was beeping but had a blank display. The customer¿s blood glucose level was unknown. Troubleshooting was performed and the display returned. They were sent a replacement for their battery cap. It was noted that the customer called back on (B)(6) 2017 to report that they were still having issues with the insulin pump. The insulin pump¿s display was blank but then a few minutes later it had alarmed a failed battery test. They could only see a part of the screen. They were unable to see how much insulin was left in the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, failed battery test alarm, off no power alarm, missing segments/partial display due to blank display. No weird sound anomaly noted. The insulin pump had scratched display window and cracked reservoir tube lip.